Event description:
Initially, central sterile had issues with these sizers drying after sterilization. We placed 2 sizers in a rigid sterilization container, and have not experienced issues since then until recently. The sizers are leaving a noticeable ring of "fluid". This fluid has some slick/oily consistency.we have completely re-assessed our cleaning & sterilization practice with these to verify that no one on staff is doing anything other than what the manufacturer instructions indicate. Central sterile initially found some slight inconsistency, but after education and training, all staff are performing this without variation. We went so far to have one specific team member clean the devices according to protocol, and the rn manager personally packaged the devices to remove any other variation as well. Still, the same result of residue.I have only the above general information and no specific patient information.